Event description:
The customer observed smoke being emitted from a dimension xpand plus with hm instrument during the time when the instrument displayed an input/output comparator (ioc) communication error. There was no harm or injury to the operator or laboratory personnel due to smoke coming from the instrument.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that the ioc communication error was due to overheating of the instrument's heat torch element. The hsc instructed the customer to replace the heat torch. There was no other damage or injury caused by the overheated heat torch element. The instrument is performing within specifications. Further evaluation of the device is not required.